Event description:
It was reported that this patient's primary knee was revised due to osteolysis and aseptic loosening of both the femoral component and the tibial component at cement to implant interface. During the revision procedure, all of the sigma primary components were removed and replaced by attune revision components. Surgeon requested that the explants be cleaned by the hospital's sterile processing department, so he can add them to his collection of joint replacement implants. Unknown bone cement was used. Doi: unknown, dor: (B)(6) 2022, affected side: left knee.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
Additional information received. A. Was there a surgical delay? If yes, what is the duration of the delay? No. B. Please confirm when were you made aware of the event? February 28, 2022.